Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Root cause: there was not enough info provided from the reporter to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported experiencing glare following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.